Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, the helix was tested on the table prior to insertion, and would not extend. The stylet was removed and reinserted and the helix would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.